Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation a farawave catheter was selected for use. Upon removal from the patient, difficulty was encountered while disconnecting the flush port, resulting in a component breakage. After post-mapping, re-entry was required, but the original catheter could not be reused. A replacement catheter was used, and the procedure was successfully completed without any patient complications. The device is not expected to be returned due to disposal.